Event description:
It was reported on august 1, that a selenia dimension moved on its own when trying to do an exposure. A field engineer examined the device and could not reproduce the error but found a missing jumper wire on the vta control board. The field engineer added the missing jumper wire and readjust voltage and tested functionality. The system is functioning properly and meets all manufacturer specifications. No injury was reported.

Manufacturer narrative:
It was reported that the c-arm moves without command when attempting exposure and the gantry flags several error codes. The system was rebooted and the errors cleared until they occurred again. A field engineer (fe) examined the equipment and troubleshooted control voltages. A missing jumper wire on vta control board was replaced and its voltage was readjusted to 21.7vdc to resolve the issue. There were no reported patient or user injuries, and no additional information is available. A review of the device history showed that the issue returned on (B)(6) 2024, the customer reported additional errors under a separate complaint. The fe went back to the customer site and identified an abrasion on the tomo brake wiring. The fe replaced the tomo brake and wiring harness to resolve the issue. A vta jumper wire was replaced, and the voltage was adjusted. No parts were returned for further investigation. Additionally, the tomo brake and wiring harness were not returned for further investigation. The tomo brake and wiring harness were 2,633 days old at the time of replacement. The parts were not returned for further investigation. A probable cause of the un-commanded motion is related to an issue with the tomo brake and wiring harness. Further investigation could not be performed as the parts were not returned. Due to the limited information provided and lack of part return, the root cause could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a review of the complaint history for (B)(6) showed no additional complaints for un-commanded c-arm movement. The complaint review identified the c-arm was original to the system therefore, the DHR was reviewed. There were no discrepancies related to potential causes for un-commanded motion. System product code: sdm-sys-6000-3d, serial number: (B)(6), system manufacture date: 09may2017, system installation date: on (B)(6) 2017. Unique device identified (UDI): (B)(4).